Event description:
Baxter (B)(4) received a report that an infusor leaked from the fill port after filling. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. A visual examination of the unit was conducted. During a functional test, a leak was observed at the solvent-bonded junction. The junction was located between the tubing and the multi-rate control module. The cause was determined to be insufficient solvent applied to the junction, which occurred due to operator error during the manual solvent bonding process. Awareness training was conducted with the operators, in order to address this event. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.